Event description:
The physician found resistance during insertion of the eagle eye platinum catheter into the body. The removal from the body was difficult therefore the eagle eye catheter and the guide catheter were removed as a system. No patient injury was reported.

Manufacturer narrative:
(B)(4). Since the device was not returned for evaluation, an inspection of the device could not be performed. A review of the DHR indicates that the device was manufactured in accordance with specifications. Volcano will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.